Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the adaptor and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: isd - the device is leaking from the end - from the connector (tubing).

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking from the end connector could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0004 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the adaptor and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: isd - the device is leaking from the end - from the connector (tubing).